Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's system was not providing effective pain relief. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant the system. The date of explant may have been as scheduled on (B)(6) 2018.